Event description:
After an implantation time of about 23 months, inappropriate vf detections were reported.

Manufacturer narrative:
During the analysis of the lead, it could be noted that the insulation of the lead body was significantly damaged about 3 cm proximal of the ligature due to external abrasion. These damages can be assumed to be the cause of the clinical complaint. The analysis of the lead was unable to find any manufacturing errors or material defects. The observed damage manifestation requires excessive mechanical stress on the lead body caused by pressure and friction. The characteristics of the damaged structure lead to the assumption of excessive mechanical stress on the lead due to friction at the ICD housing. Diagnostic images of the affected body region were not available for analysis.